Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced an infection at the implant site and a loss of osseointegration resulting in fixture loss on (B)(6) 2016. Reimplantation is planned; however has yet to occur as of the date of this report.